Event description:
It was reported that the device was dropped and the drive coupler broke. There was no patient involvement and no adverse patient consequences.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found the top case and flex coupler were damaged due to user mishandling (the unit was reported to be dropped by the user). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.